Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a fever and wound drainage due to an infection at the lead site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and the patient was administered antibiotics to address the issue.